Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, solution leaked from the connection of the tubing and the distal end of the drip chamber. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided including, if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.